Manufacturer narrative:
(B)(4). The actual device was device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition of the device with an undetermined malfunction was confirmed. A visual and functional assessment was performed on the device which found that the straining ring was bent, device did not hold the wires, bearings were worn and had a rough rotation. The assignable root cause was determined to be due to wear form normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the quick coupling device had an unspecified malfunction. There were no delays to the planned surgical procedure. A spare device was available for use to complete the surgery successfully. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.